Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported a foot pedal disabled message. The logs showed surgeon side console (ssc) 718602 was connected to (B)(4) as a dual console configuration. Between cases the site will power cycle or change out the affected ssc. The site is working in the case using the other ssc. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the system component involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate/confirm the customer reported complaint. The reported failure could not be replicated. The unit was installed into printed circuit assembly (pca) system, the system started up normally without any error, and all the functions of the foot pedals were working normally and responded. This is an intermittent issue on foot pedals. The unit will be repaired due to intermittent issue on the foot pedals. A replacement of the sensor covering is required due to being cracked. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by the technical service engineer (tse) during troubleshooting. Investigation revealed the following possible related system errors: 31074/scc foottray sensors have malfunctioned and are disabled until next power cycle. Left foot has excessive block/unblock transition rate. Right foot has no malfunction. This complaint is considered a reportable event due to the following conclusion: the customer converted to a single console system from a dual console unit after the start of the procedure due to a system message that indicated the foot pedal was disabled. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.